Event description:
Complainant alleged that medics arrived upon the scene of a pt in cardiac arrest. The fire crew already at the scene found the patient in the bedroom, unresponsive and pulseless. CPR was initiated and the device was attached to the patient and a ventricular fibrillating heart rhythm was detected. 120 joules was selected, however the device failed to charge the selected energy. The device charged to 80 joules and then displayed "pacer fault 117" and "defib pad short" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. The patient was transported to a nearby hospital. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.